Event description:
It was reported the patients blood glucose level rose to 385 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The download data from the returned device showed an 0x69, occlusion at the end of bolus, alarm was generated during pod operation. Inspection of the returned device found the exposed portion of the soft cannula to be flattened. Despite this damage, fluid was able to flow through the entire fluid path. It could not be conclusively determined when or how this damage occurred. During the investigation, the pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. No occlusion alarms were replicated during the rerun. No damages or defects were observed to the drive mechanism or fluid path that would result in the 0x69 alarm. The exact cause of the alarm could not be determined.